Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the load process. In addition, the customer had experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the pump was able to be charged with different charging supplies. The customer's blood glucose (bg) was 514 mg/dl and a manual injection was administered to address bg. Reportedly the customer had manual injections as alternate insulin therapy.